Event description:
A customer observed that the tipmaster pipettor was not dispensing properly. Inaccurate dispensing of reagents, if undetected, could result in erroneous results. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The pipettor was returned to ocd for investigation into the event. The customer's observations were verified. The customer was shipped a replacement pipettor. The root cause of the improper dispensing is unk.